Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they started having bowel issues about 10 days ago. Patient said they were in the hospital since (B)(6) on sunday night and they stayed there for two days until they got out on tuesday evening for bowel obstruction. Patient stated they never had a bowel obstruction before implant. Patient was seen by their health care provider (hcp) last thursday and they were prescribed medication. It worked for a little but then patient mentioned not having a bowel movement in three days even after taking laxatives. The patient was redirected to their hcp to further address the issue. Patient will call their hcp today to schedule an appointment.